Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reactive (B)(6) surface antigen (B)(6) results generated by unicel dxi 800 access immunoassay analyzer for two different samples from a patient. Subsequent testing on an alternate method produced non-reactive results. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. No confirmatory testing results were provided by the customer. Bci customer product line support (cpls) performed (B)(6) screening test on the sample and the result was reactive. Cpls also performed confirmatory assay on the sample and the result was non-reactive. Further testing could not be performed as the sample was insufficient. Service was not dispatched for this event. A clear root cause for this event has not been determined to date.